Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4) . Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device alarmed and the lpo part was physical damaged. When this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton medical ag. Only was reported that the o2 mixer was already changed, and the ventilator device still alarmed for tf 231009 (o2 valve leak). Whether alarms were triggered was not reported to hamilton medical ag except of the recurrent error code te 231008 (o2 valve leak). The device log files (service log, error log, event log) were provided to hamilton medical ag. This malfunctioning was reproducible. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: cer. Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Additional information added in follow-up #2 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. Device alarms with "technical event: 231008 (o2 valve leak)" during o2 mixer test. No patient involved. Consequently, the event did not cause or contributed to a death or serious injury. This alarm occurred during the o2 mixer test and ensures that clinical staff are aware of the issue and can take appropriate action well before it becomes critical if it occurs during ventilation. Therefore, this case is now (at the time of this follow up report) assessed as no longer reportable. There is no information that reasonably suggests that the device has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device alarmed and the lpo part was physical damaged. When this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton medical ag. Only was reported that the o2 mixer was already changed, and the ventilator device still alarmed for tf 231009 (o2 valve leak). Whether alarms were triggered was not reported to hamilton medical ag except of the recurrent error code te 231008 (o2 valve leak). The device log files (service log, error log, event log) were provided to hamilton medical ag. This malfunctioning was reproducible. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device alarmed and the lpo part was physical damaged. - when this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton medical ag. Only was reported that the o2 mixer was already changed, and the ventilator device still alarmed for tf 231009 (o2 valve leak). - whether alarms were triggered was not reported to hamilton medical ag except of the recurrent error code te 231008 (o2 valve leak). - the device log files (service log, error log, event log) were provided to hamilton medical ag. - this malfunctioning was reproducible. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.